Event description:
It was reported that a folfusor experienced a no flow. The device had been given to the patient; however, when they went to connect it to the patient nothing came out of the tube. The device was filled with a cytostatic solution. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 14d001 was manufactured between april 3, 2014 and april 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received at the plant for evaluation. The unit contained approximately 120 ml of fluid in its bladder. Visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was subsequently performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of flow was visually observed at the distal luer and continued to flow without stopping the device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.